Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the root cause of the foreign material remaining in the device. The foreign material could not be identified. The investigation was unable to determine with the information provided by the customer, if the reprocessing of the device was done in accordance with the instructions for use (IFU). This issue is addressed in the instructions for use (IFU): the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to an olympus service center for inspection. In addition to the findings reported, water tightness was lost due to a pinhole on the channel tube. The forceps channel had a pinhole. The electrical connector was discolored due to water leakage and the up/down knob was corroded. Due to a worn angle wire, the bending angle in the up direction did not meet the standard value. Scratches were found throughout the device. The adhesive around the objective lens was peeling, the objective lens was chipped and the adhesives around the light guide lens had a white-clouded area. The adhesive on the bending section cover was chipped, cracked and had a white-clouded area. Due to the clogging of the nozzle, water removal ability does not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis lucera colonovideoscope was returned to olympus for inspection. No allegation was reported when the device was sent in. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, its unknown if the air/water nozzle was flushed with air and water, its unknown if the nozzle is cleaned with lint-free cloths/brushes/sponges and its unknown if the air/water nozzle is flushed with detergent solution. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.